Event description:
It was reported that the bd syringe 3ml ll 200 s/c had leakage. The following information was provided by the initial reporter: material#: 309657, batch#: 4261490. Rcc received a complaint via phone. Issue: when syringe pump is attached to the infusion pump is leaking. Pts happened with 1 pt 3x, and 2 more pts it occurred with 1x each. Doe: on (B)(6) was the pt it occurred with 3x, (other pts 3/20 and 3/21). Issue: this lot is the same ref but the printed information on the packaging is different from the other lot. Customer is going to be sending side by side pictures and the packaged products lot: 4207944 customer wants to send in this lot to compare to the reported lot they are having an issue with. Sample yes. Additional information provided: 1. Describe any patient harm, injury, complication or negative outcome that occurred because of the event. A. Delay of therapy on all events. Patient harm has not been assessed/reported. 2. It was mentioned as "happened with 1 pt 3x on (B)(6)". Please confirm on which date it happened twice. A. It happened twice on (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: two samples were received by our quality team for evaluation. There was one for lot 4261490 which the customer stated they had leakage with and another one for lot 4207944 which the customer said did not have leakage. The lot that had the alleged leakage (4261490) was investigated. The sample did not present any defects in the cylinder, stopper, or plunger, and does not leak; therefore, the incident could not be verified. A review of the internal manufacturing device records for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. This incident has been added to our database of reported incidents.

Event description:
No additional information.